Event description:
It was reported that during an intended supply change, the iLet user accidentally selected the fill tubing function while disconnected from the body, then completed the fill tubing sequence and successfully performed a full supply change to resume insulin delivery. There were no reported adverse clinical effects. Outcomes included restoration of therapy without alarms. Investigation included troubleshooting and user education performed remotely. Investigation of this case revealed incorrect supply change steps by the user, with no device malfunction and no alerts. It was concluded, based on previously established findings for similar reports, that user error related to procedural steps was the cause.